Manufacturer narrative:
The date of the event onset was reported as an unknown date in (B)(6) 2016. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a minicap transfer set came loose and the patient subsequently experienced peritonitis. The event was further described as the patient was ¿moving around and a felt a pull on the transfer set¿ and the tubing on the transfer set had come loose. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified medications (drug names, doses, routes, frequencies, and durations not reported) for peritonitis. Action taken with pd therapy and the patient¿s recovery status were not reported. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed with the naked eye and it was determined that the tubing was separated from the dark blue connector of the transfer set. Marks were found on the inside of the tubing matching the ribs of the connector. Leak testing identified a leak through the set at the tubing separation. Clear passage testing was performed and found no issues. The sample analysis verified the customer reported issue; however, the cause of the tubing separation could not be determined. Should additional relevant information become available, a supplemental report will be submitted.